Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was unable to connect a minicap to the patient line. This event occurred during set-up. The patient stated that the minicap looked deformed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.